Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm that extended distally from the left common carotid artery. Aneurysm and vessel morphology were not reported. It was reported that the stent graft covered the left subclavian but not the left common carotid artery. There was no sign of dissection or endoleak at angiography after the procedure. On an unk date, the pt was diagnosed with a dissection of the ascending aorta, which was left untreated and the physician decided to keep the pt under monitoring. On an unk date, a fem-fem bypass was performed for ischemia of the lower limb for an unk reason. The physician commented that there was a possibility that the dissection was related to the talent stent graft, but the ischemia of the lower limb was not related to the talent device. No add'l info was discharged.

Manufacturer narrative:
(B) (4). Results: dissection. Aneurysm and vessel morphology are unk, no films or operative reports were provided. Conclusion: aneurysm and vessel morphology are unk, no films or operative reports were provided.